Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient reported tenderness over the greater trochanter consistent with bursitis approximately 1 year later. The patient was using canes to ambulate and experienced a moderate limp. The surgeon provided a cortisone injection and a topical anti-inflammatory cream, and the issues were reportedly resolved. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat # 00625006525 lot # j7217788 bone screw self-tapping 6.5 mm dia. 25 mm length cat # 00625006540 lot # j7240913 bone screw self-tapping 6.5 mm dia. 40 mm length cat # 00786401420 lot # 63159639 femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 14 149 mm stem length cementless cat # 20123606 lot # 65454289 36mm i.d. Size f high wall liner. Cat # 00877503603 lot # 3099852 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as this is a limited investigation, as per procedure, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Review of the reported event by a health care professional found: bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. The root cause of the reported event was determined to be unrelated to the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: e1; e2; e3; g3; h2.

Event description:
No further information at the time of this report.